Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the device powers on and off randomly when the device is slightly bumped/agitated/moved. The front panel power button is worn out and no longer presses/depresses correctly; the button often sticks in the pressed position. This faulty button on the front panel keypad is resulting in the device randomly powering on and off when the device is agitated. The keypad was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the device switches on and off when ever it is moved. Additional information received indicated that the device was using ac and dc power when the issue occurred. Customer indicated that the issue is intermittent. There are days that it works well and others that it has the problem. No consequences or impact to patient.